Event description:
It was reported that this right ventricular (rv) lead was explanted one day after implant due to unknown reasons. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day after implant for unknown reasons. Information was later received from the field that the lead provided temporary pacing support after an ablation. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains a correction to field b5 regarding further explaining the reason this device was explanted based on information received from the field after the initial report was sent.